Manufacturer narrative:
(B)(4)

Event description:
The sales rep reported via email that the patient went for a follow up evaluation of his right knee. He had been given a monovisc injection on his last visit, and developed increased knee pain and swelling which he initially attributed to the frequent walking while taking a fishing trip to (B)(6). The pain and swelling persisted and therefore notified the doctor's office. He was instructed to take benadryl and is prescribed a medrol dosepak which had midlly improved his pain and swelling. He presents today with complaints of persistent pain and swelling of his knee which is severely limiting his function. Note additional information was acquired by anika on 08march2017: anika complaint coordinator spoke with (B)(6) (pa). (B)(6) confirmed that he treated the patient on (B)(6) 2017. Additional treatment was aspiration of the knee (50cc was drained). Patient also received cortisol injections. No additional information regarding patient status at this time.